Event description:
It was reported that patient was revised due to complaining of pain. Upon removal of durom cup, there was very minimal bone in-growth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.